Event description:
The universal waste aspirate line on the analyzer was crimped which could cause falsely elevated troponin I results to occur. Elevated troponin I results of this magnitude might indicate a cardiac catherization. There was no report of patient harm as a result of this event.